Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault, significant reduction of irido-corneal angles, and rotation. The lens was exchanged for a shorter length lens and the problem was resolved. Keratitis was later noted. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H3 - device evaluation: lens was returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)